Event description:
Patient admitted to ccu on 7/10/92. Om 7/11/92 physician ordered 250mg i.v. Dobutrex and set the I-med gemini pc-2 infusion pump (side a) as indicated above with a "volume to be infused" maximum of 50cc. The pump was activated and the nurse went to the other side of the bed to attend to other duties. Nurse noticed changes on heart monitor followed by physical changes in the patient. Nurse observed that the total contents of the med bag (250mg) had infused in a one to two minute period. The unit did not alarm that a malfunction had taken place. The patient went into respiratory arrest, the code team was called and the patient was successfully resuscitated. The patient stabilized some over the next several days and was scheduled to have a balloon pump procedure on 7/17/92, ans possible open heart surgery the following week.on july 14, 1992 the above mentioned infusion pump was set up as outlined above and tested to see if the failure could be recreated. The pump again failed at a point in the cycle and allowed a free flow of solution that lasted 20-30 seconds. Infusion pump was evaluated by a technical respresentative from I-med corp.the patient arrested a second time in the early morining hours of 7/17/92 and expired before the balloon pump procedure took place. The family had asked that no CPR be undertaken and declined an autopsy.it is not clear whether the pump failure and subsequent arrest led to or contributed to the death of this patient.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-91. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: performance tests performed, visual examination. Results of evaluation: component failure, computer software problem, alarm failure. Conclusion: intermittent failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service, user education provided, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.